Manufacturer narrative:
From the picture provided it seems to be a "balloon leaking prior to intubation". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product twas not returned. The device history record investigation did not show issues related to complaint. From the picture provided it seems to be a "balloon leaking prior to intubation", complaint cannot be confirmed; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will not continue to monitor and trend relating complaints.

Event description:
The customer alleges that during pretest in the operation room, but prior to patient use, the operation room staff realized the white cuff balloon was leaking due to a split/slice. No patient injury reported.